Event description:
It was reported that the implant was no longer working. Testing revealed that the device has malfunctioned. The pt was reimplanted, but the date is unk. There are no further details known currently.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.